Event description:
Complainant alleged that during the physician's attempt to pace a pt (age and gender unknown), a "pacer lead off" error message appeared on the device screen. The physician then obtained another device to successfully pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of reported function. Subsequent to the event, the device did not display a "test ok" message when the defibrillation function was tested.